Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a virus and was vomiting. The patient stated that she noticed she would experience leakage when she was vomiting and checked the stimulation and increased the setting to check if that would help. The patient noted that she tried it but it didn't want to move and the patient did switch programs. The patient confirmed that she was able to connect and adjust the setting but was concerned because the number was getting higher but she wasn't feeling the stimulation. The patient mentioned that she would monitor and track the symptom results on the new program. The event was considered sudden and the patient does not intend to follow-up with their health care professional. There were no further symptoms or complications reported or anticipated.